Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing a squeaking noise following a hip arthroplasty.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records identified no deviations or anomalies. The device was used for treatment. The compatibility check was performed and the product combination was approved by zimmer biomet. With the information provided a specific root cause could not be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.